Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, the battery compartment was undamaged and able to fit. The cap contact measurements were within specification. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a bolus button leak. The pump was unable to power up and is completely unresponsive. The reported ¿power¿ complaint was duplicated. The pump¿s cover was removed and there was further moisture corrosion found to the continuous glucose monitor module and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas, alleging a power (intermittent power) issue. Pump vibrating after battery change. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.